Event description:
Sorin group rec'd a report that the tip of the bipolar broke off inside the pt's leg during a vein harvesting procedure. The clinician was able to recover the broken off piece from the pt's leg. There was no pt injury.

Manufacturer narrative:
The lot number was not provided, therefore, the expiration date is unk. The lot number was not provided, therefore, the manufacture date is unk. The investigation is ongoing. A f/u report will be filed when the investigation is complete.